Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint could not be replicated as the attachment did not exceed maximum allowable temperatures and noise did not exceed the specification limit. Microscopic evaluation revealed slight gear wear. Wear was also noticed on the underside of cap due to contact having been made with the set assembly during operation. Contact between these parts would have generated heat which could explain the complaint for heating up in the field. Also, a DHR review was conducted with no discrepancies noted.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overheated. There was no indication that injury or intervention occurred.